Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No failed battery alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer stated she was trying to deliver a bolus and the numbers on the screen started scrolling. Blood glucose value is 224 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.